Event description:
Due to scarring, rptr had capsulotomy implant replacement. This time, a saline implant was used. At this time, she is experiencing a hardening in her right breast and feels as if there is a tight band around her chest this causes a feeling of some pressure when she breathes. (Same rptr referred to in 1003448 and 1003449.)